Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 100-110mg/dl fasting. Verified the strips expired 07/23/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 196mg/dl and 209mg/dl not fasting. Reviewed meter memory: (caller was unable to provide the date and time). (B)(6). Customers concern: 202mg/dl. Adverse event not reported.